Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) attended on-site and confirmed that the system stops at 00 when it boots up and cannot access the application interface. The system log file revealed that the communication with the generator and fdc failed. Troubleshooting found that there was an issue with the general power distribution unit (gpdu) input power. To resolve the reported issue, the fse adjusted the gpdu's main input power/standard voltage, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.